Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the transactions were not crossing over. A technical support specialist (tss) attempted to locate the stations in the remote smart service, where one station was not found and another appeared offline with data synchronization issues requiring manual recovery. The tss attempted remote access through the test server but was unable to connect as the stations were offline and contacted the customer to request that the systems be powered on for troubleshooting. After confirmation from the customer, the tss remotely accessed the available station, performed a manual recovery procedure by knowledge article titled manual recovery required - data sync invalid upload change tracking value, and verified that data upload to the server was successful. The tss continued to follow up on the second station, which remained offline, coordinated with the customer to create a separate case when the station would be available, and proceeded with case closure after confirming resolution for the recovered station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, system transactions were not crossing over. Customer reported that transactions performed on test stations are not crossing over to the test server, as multiple transactions completed on test-oc-med and ochos-med-test are not reflecting on the test es server. However, there were no delay and adverse events or injuries reported based on this event.